Event description:
It was reported that during a routine generator change out procedure, the physician noticed insulation damage on the right ventricular (rv) lead proximal to the hub. The rv lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.